Manufacturer narrative:
The review of provided data did not show any trace of the reported event. A battery status update was visible in the logfiles. The most probable hypothesis is that the battery level was too low, causing some services to not be able to run properly. The root-cause could not be clearly established. Smartview should be reinstalled to avoid any additional corruption issue. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2024, local host did not authorize the connexion: "err_connection_refused". Need to push the on/off button for 20 seconds to return to the manager.

Event description:
Reportedly, on (B)(6)2024, local host did not authorize the connexion: "err_connection_refused". Need to push the on/off button for 20 seconds to return to the manager.

Manufacturer narrative:
Investigation not done yet. Conclusion is not available.